Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that variable thresholds were observed. Loss of ventricular capture at higher rates and outputs were noted. Decrease in the hvli has also observed. The lead was capped.